Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump was incorrect and was ten minutes slow. The customer's blood glucose level was 240 mg/dl. The customer corrected the time on the pump.